Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [at least two (2)] of clearlink, paclitaxel sets leaked. The leaks occurred at the section where the tubing is spliced to fit into the pump. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d4: expiration date, h3, h4, f10/h6: component codes (add drip chamber), h6 and h10. B5: the leaks occurred from both the connection below the drip chamber and the connection for the pump, section between the white connectors. H10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. A visual inspection of the photograph was performed which identified a leak from the drip chamber to tubing junction; no leak was observed from the section between the white connectors. The reported condition was verified from under the drip chamber; however, could not be verified from the section between the white connectors. The cause of the leak from under the drip chamber was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.